Event description:
Patient reported right side moderate breast pain, with no treatment. Patient additionally reported right side rupture. Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/28/2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6.a.

Event description:
Patient reported right side moderate breast pain, with no treatment. Patient additionally reported right side rupture. Device remains implanted.